Manufacturer narrative:
H3:product analysis :evaluation determine that the device was tested and the maximum temperature was measured to be 113.9°f. The likely cause of failure is collet corrosion. It was also noted laser marking faded/unreadable, motor no power, shaft broken/cracked, bearing worn. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with report of overheating. It was reported that there was no patient or staff impact.